Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following toric intraocular lens (iol) implantation in one eye, the patient had substantial, unexpected astigmatism. The surgeon reported that he used the system to calculate the power of the toric iol. Fifteen days later, the surgeon explanted the toric iol and replaced it with a monofocal model. Additional information has been requested. There are two medical device reports associated with this event. This report is for the aberrometer system. A separate medical device report is being filed for the iol under internal reference number (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release.the root cause could not be determined conclusively.(B)(4).